Manufacturer narrative:
Reliability analysis evaluated one open/used reservoir. Inspected the snap-cap and septum for anomalies and none were found. Ran occlusion testing and no occlusions were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 400 mg/dl. The customer was treated for the high blood glucose with manual injections. The customer did not have alarms form their insulin pump. The customer resolved their issues with a complete infusion and reservoir set change. The customer sent their sets back for analysis.